Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: one day after the procedure. It was reported that one day post a right internal carotid artery stenting procedure, the patient experienced left facial droop, slurred speech, blurred vision and left arm weakness, which was diagnosed as a stroke. The blurred vision resolved; however, the other symptoms persist. A head CT showed a new calcified density suspicious for embolic calcified plaque in the middle cerebral artery. Nine days post procedure, the patient was discharged to a rehabilitation facility. There was no additional information provided.

Manufacturer narrative:
There was no device malfunction reported. Embolic stroke is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.